Event description:
It was reported that the healthcare professional explanted and replaced the left extension due to a shocking sensation experienced by the patient. It was noted that there was low impedance of 0<(>&<)>1 18 ohms. Diagnostics included impedance testing and x-rays. It was noted that the short circuit had been resolved and it should alleviate the patient¿s shocking sensation. The issue was not resolved. The patient¿s status was alive with no injury. Additional information received reported that the shocking was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0511362v, implanted: (B)(6) 2005, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# v095377, implanted: (B)(6) 2008, product type: lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).